Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test with 22.5 psi (pounds per square inch). This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of 'failed downstream occlusion test with psi 22.5' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibration force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.